Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard peep tones. The device recorded a low out of range right atrial (ra) pacing impedance measurement of less than 200 ohms. There was oversensing, noise and inhibition noted. This device was reprogrammed and no additional adverse patient effects reported. This device and competitor ra lead remains in service.